Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented due to receiving shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data, t-wave oversensing due a slow ventricular tachycardia (vt) was observed. It was noted that one of the episodes showed an inappropriate shock due to the t-wave oversensing where the shock occurred on the t-wave and sent the patient into ventricular fibrillation (vf). Three shocks were administered before the vf converted. It was noted that the patient had received inappropriate therapy due to t-wave oversensing and low r-wave amplitude previously when programmed to a different vector. Boston scientific technical services (ts) was consulted and discussed that there was no guarantee another vector would manage differently. Subsequently the physician elected to explant the s-ICD and electrode and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.